Event description:
This report summarizes 8 events for the failure: fracture. 6 events had problem identified during non-clinical procedure; there was no patient involvement. 2 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 8 events were reported for this quarter. Product return status 7 devices were received. 1 device investigation type has not yet been determined. Additional information 8 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 8 events for the failure: fracture. - 6 events had problem identified during non-clinical procedure; there was no patient involvement. - 2 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99179. Supplemental rationale, corrected data: b5, h6, h11. 8 previously reported events were included in this follow-up record. Product return status, 8 devices were received. Evaluation findings (results/components). 6 devices: fracture problem / bearings. 1 device: wear problem / bearings. 1 device: no device problem found / part/component/sub-assembly term not applicable. Product disposition. 7 devices: scrapped by stryker. 1 device: not repaired but returned to customer.